Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair surgery, where a fast fix was calibrated at 18mm and due technique was followed, the first perforation was made successfully (t1); however when the physician was positioned into the meniscus, to perform the second perforation in order to slide the second implant (t2), the physician did not perceive the same resistance as with t1; it was then verified that only the needle made the transfer without the implant, several attempts were made; that showed that the t2 implant did not come into contact with the needle and therefore, only the needle was moving, resulting in the necessity of removing the first implant. Surgery continued without any delay, with a back up device. Patient´s health condition is stable. No further complications were reported.

Manufacturer narrative:
Part of the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.